Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use closurefast ablation device during procedure to treat the great saphenous vein (gsv). Tumescent infi ltration was utilized. Hand was used for compression. The lumen was flushed prior to use. IFU was followed. A guidewire was used for the insertion of the catheter. It was reported that during procedure, the physician felt that the catheter was unusual. After catheter was removed from patient's body, physician found that the catheter coil was peeling out and the the bare heating coil had been exposed in the patient. No vessel damage was noted. Another kit was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Product analysis: the closure fast device was returned to medtronic investigation lab for evaluation. The device was returned within a double sealed biohazard zip lock bag. No ancillary devices or images from the procedure were received with the device. All pins were visually inspected to be straight. It was observed from the returned device that the fep material which covers the catheters entire coil is partially melted/burned/peeling, this is usually associated with not applying enough external compression along the full length of the heating element over the treated vessel, the catheter overheats and causes the melting/burning. No kinks were noted along the catheter shaft from the returned device. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional test; the catheter was tested according to the test parameters, test methods and acceptance criteria. All 4 tests passed as per acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.